Event description:
It was reported that during a laparoscopic colectomy procedure, it was stated that the instrument fired fine, no weird noises, but when they went to pull the instrument out, the anvil stayed in the patient. It is unknown how the case was completed.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.